Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with a scs system that included two leads from the same lot. It was reported the patient underwent surgical intervention (date unknown) to explant the lead as it reportedly was fractured.